Event description:
Two months after breast augmentation, I developed a severe rash on chest and face, had joint pain, neck, back, and shoulder pain and breast discomfort. I also have fatigue, brain fog, dry eyes, food intolerance and slow muscle recovery. Explant surgery. FDA safety report ID# (B)(4).